Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a de novo pacer implant procedure when impedance testing was performed through the pacing system analyzer (psa) the values were all within range. However, when testing impedances through the pacemaker there were high, out-of-range (oor) pace lead impedances (pli) observed on both the right atrial (ra) and right ventricular (rv) leads measuring greater than 3,000 ohms. Technical services recommended to visually inspect both lead terminal pins extending beyond the connector blocks and to verify setscrews are down. The field representative confirmed that was done and they also removed and re-inserted the terminal pins and were still getting ooo pli measurements. Technical services suspected it was due to electromagnetic interference (emi) however, all equipment was turned off and the values did not change. Subsequently, the physician decided to re-open the pocket and remove the pacemaker and re-implant with a different pacemaker. Values were noted to be all within range. The leads currently remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a de novo pacer implant procedure when impedance testing was performed through the pacing system analyzer (psa) the values were all within range. However, when testing impedances through the pacemaker there were high, out-of-range (oor) pace lead impedances (pli) observed on both the right atrial (ra) and right ventricular (rv) leads measuring greater than 3,000 ohms. Technical services recommended to visually inspect both lead terminal pins extending beyond the connector blocks and to verify setscrews are down. The field representative confirmed that was done and they also removed and re-inserted the terminal pins and were still getting ooo pli measurements. Technical services suspected it was due to electromagnetic interference (emi) however, all equipment was turned off and the values did not change. Subsequently, the physician decided to re-open the pocket and remove the pacemaker and re-implant with a different pacemaker. Values were noted to be all within range. The leads currently remain in service. No additional adverse patient effects were reported.